Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unknown side "complete remake of the hull,silicon gel free in the breast pocket, posterior face of the capsule [noted to be ] shredded". Device was explanted.